Manufacturer narrative:
The device has not yet been explanted. If it should be, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient arrived for an unscheduled visit at the clinic, due to a popping sound and sudden loss of hearing. Upon inspection of the external equipment, the audiologist reported that all the equipment was functioning properly. Testing confirmed that the device had malfunctioned.